Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain ("pain/ pelvis pain"), abdominal pain ("abdomen pain"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient was found to have weight increased ("weight gain/loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, headache, migraine, depression, alopecia, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 220 lbs. The patient did not have her essure removed. Essure confirmation test was performed (type of test and results : unknown). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Imaging procedure - in 2005: device is in place. Ultrasound scan vagina - on an unknown date: no significant findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " weight fluctuation was updated as weight gain". Lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced pelvic pain ("pain/ pelvis pain"), abdominal pain ("abdomen pain"), headache ("headaches"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2012, the patient experienced weight fluctuation ("weight gain/loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, headache, migraine, depression, alopecia, dyspareunia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. The patient did not have her essure removed. Essure confirmation test was performed (type of test and results : unknown). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs received : case became valid as event of "injury" was updated to valid event abnormal bleeding (general) and new events were added - abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, migraines, headaches, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain/loss, hair loss, abdomen pain. New reporter, patient information, medical history were added.